Manufacturer narrative:
Other, other text: additional information is provided for d.10, h.2, h.3, and h.6. One device was received for evaluation. Visual inspection revealed the device was unknown, as the device was discarded prior to investigation. Functional testing was unable to be performed, and the reported issue could not be replicated. The root cause was unable to be determined. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6).

Manufacturer narrative:
B3: date of event unknown. D4: UDI unknown. G5: 510k unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device is exhibiting a beeping noise. It is unknown, if there was patient involvement. And no adverse patient effects were reported by the customer.